Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that they were at end of service and the device was off and no longer providing therapy. The patient was dissatisfied with the implant longevity as they expected it to last 3-7 years. The patient had pain in their back. The change in therapy or symptoms was considered gradual. The patient stated that stimulation stopped in (B)(6) 2015 and her family got it working briefly in (B)(6) 2016 again and then it stopped again in (B)(6) 2016. Further information received from the consumer reported that they had a loss of therapy and a return of symptoms as she was having a problem with her implant. The patient had met with the manufacturer representative 2-3 times and stated they would do something and it would work and then later it would not work. The patient thought it was depleting and mentioned going through an airport security scanner after which her implant stopped working until her son-in-law got it to work later. The patient reported that it stopped working again and had not worked since and she was getting injections and taking pain pills. The indications for use were non-malignant pain and failed back syndrome-other.

Event description:
Additional information was received from the consumer on (B)(6) 2017 reporting that they had their ins replaced in (B)(6) because the patient did not keep the ins charged. Since implant of the first device on (B)(6) 2015 the implant site was sore.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The representative reported the patient had an event involving emi. The patient had a loss of therapy in (B)(6) 2015 after they were on a trip. Consumer was wondering if the security checkpoints could have affected the stimulator. The device was interrogated prior to the call and showed impedance was in normal range except for 0-5 pair which was 8985 ohms. All other pairs with #5 were normal. The representative conducted impedance measurements again during the report and all pairs were in normal range below 700 ohms. Group impedance was less than 134 ohms and showed "xxx". Group impedance was low due to settings and # of electrodes being used, no shorts were showing in impedance measurement. An estimated replacement indicator was seen during interrogation. The stimulator voltage was at 2.625 volts upon first interrogation with the clinician programmer and 2.550 at time of second interrogation. They did not clarify when the readings were taken. The patient was reprogrammed and it was considered successful and the patient was feeling stimulation. Patient indication for use was noted as failed back syndrome and non-malignant pain.